Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event. The device referenced in this report was returned for evaluation. Visual inspection did not show any physical damage. The device underwent acoustic testing and it passed. This report was submitted on request by the FDA, to correct a follow up report submitted without an initial report.

Event description:
It was reported that during an unspecified procedure, an acunav catheter was used in conjunction with other devices. During the procedure, the temperature reading on the stockert generator dropped down to 29 degrees after a successful ablation. The temperature pre- ablation was 36 degrees and only lowered to 29 after 3 30-second ablations. A "temp too low" error appeared when ablation was attempted after this. The devices and the generator were replaced. It is unknown whether the intended procedure was completed. There was no patient injury reported. Additional information was received and it was reported that scheduled paroxysmal atrial fibrillation (paf) procedure was cancelled due to the reported "temp to low" error message. Before it was cancelled, the physician had already performed a transeptal puncture on the patient's left atrium and successfully performed one ablation but the temperature dropped down again. The physician also did not want to proceed with the procedure without a 3d mapping capability as the mapping system was found to be inoperable. The physician considered the cancellation as not potentially risky. No additional information was provided.